Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, lead externalization was suspected but not confirmed via imaging. However, the tachycardia therapy was turned off on the ICD to avoid inappropriate therapy. No further intervention was performed, the patient will be monitored. The patient condition is stable.